Manufacturer narrative:
(B)(4). Article citation: kerr, nathan m et al. ¿primary needling of the ab interno gelatin microstent reduces postoperative needling and follow-up requirements.¿ ophthalmology. Glaucoma vol. 4,6 (2021): 581-588. Doi:10.1016/j.ogla.2021.02.004. Clarification to implant date ranges between 2017 to 2019. The reported events of "descemet membrane tear, macular edema, and high intraocular pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. The reported events of exposure and high intraocular pressure are addressed in the product labelling.

Event description:
The article: ¿primary needling of the ab interno gelatin microstent reduces postoperative needling and follow-up requirements.¿ ophthalmology. Glaucoma vol. 4,6 (2021) noted the following events. Intraoperatively, "subconjunctival hemorrhage" in 1 eye and "descemet membrane tear" in 1 eye. Postoperatively, "choroidal effusion" in 7 eyes, "bleb dysaesthesia" in 1 eye, "hyphaema" in 1 eye, "needling due to encysted bleb" in 1 eye, "needling due to flat bleb" in 1 eye, "device exposure / erosion" in 2 eyes, "cystoid macular edema" in 1 eye, and additional surgery for "glaucoma drainage device implant" was required in 3 eyes.